Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer indicated that a cable was connected to the serial digital interface (sdi) input on the back of the device. The customer was instructed to press the input button on the front panel of the monitor to set the to sdi 1. The customer was then able to see an image on the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for use, the high-definition lcd monitor did not have image and exhibited ¿no sync¿ message. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history could not be completed as the serial number of the device was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, image is not displayed was caused by incorrect video input settings. This was caused by pressing the input button on the front panel of the monitor and instructing the monitor to set the input to serial digital interface (sdi). It is estimated that this event could have been avoided by setting the input appropriately according to the following description in 5.2 input button of the instruction manual. The input terminal for port a and port b signals can be selected. Use to move the cursor up, down, left, and right. Operations 1. Press [input] to select the input terminal, and the input menu disappears. 2. Press [menu] to adjust the value of selected input terminal. Section 6.5, ¿video input¿ on page 52. Olympus will continue to monitor field performance for this device.